Event description:
The event is reported as: the customer alleges that the device will not heat prior to patient use.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. From the picture it was observed a "not heating up prior to use on patient." No other defects were observed. A functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product aquatherm iii, united kingdom, serial #(B)(4) was manufactured on 06/08/2010. The DHR investigation did not show issues related to complaint. A document assessment was conducted and no changes were required. From the picture it was observed a "not heating up prior to use on patient," the complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available. Teleflex will continue to monitor and trend relating complaints.